Event description:
Medtronic insulin pump failed to deliver insulin. Issue was determined due to symptoms of hyperglycemia including excessive thirst abs dry mouth, blood sugar was checked and was 490. The infusion set was changed, and insulin administered. Symptoms persisted and also developed hoarseness, indigestion, and acetone smelling breath. Presented to the ER with blood sugar of 430. Was determined to be in diabetic keto acidosis. Transferred to another hospital for ICU step down bed because insulin drip was required. Received notice of recall regarding the clear plastic ring on the medtronic 600 series pump, determined the ring had broken off and was missing from the pump which is the recall issue. FDA safety report ID # (B)(4).